Manufacturer narrative:
It was reported that on (B)(6) 2026, the rollator purchased in 2024 "failed during its normal intended use. The post/shaft on the front left wheel broke unexpectedly, causing the device to collapse" and resulting in a "violent fall". According to the customer contact, "what remains of the shaft appears hollow and clearly not suitable for the 400-500 pound weight limit advertised". Given the customers "240 pound weight" and "careful use of this device limited to his kitchen area, the device clearly failed due to negligent design or construction, unrelated to wear or use". It was reported that the customer "suffered injury to his left arm arising from the violent fall along with the attendant pain, discomfort, and disruption to his daily activities". No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, the rollator purchased in 2024 "failed during its normal intended use. The post/shaft on the front left wheel broke unexpectedly, causing the device to collapse" and resulting in a "violent fall".